Manufacturer narrative:
The investigation is not yet complete. Trends will be evaluated. This report will be updated when the investigation is complete.

Event description:
Allegedly the coating on the tray was flaking and got into the patient's body but a bunion procedure. The issue was resolved with raising antibiotic level, flushing the implant site. The surgery was delayed more than 30 minutes. The sales representative was present.